Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. Subsequently, the customer's blood glucose dropped to 50 mg/dl. The customer went to the emergency room (ER) and was given sugar to consume. Customer was discharged later the same day with the issue resolved and no permanent damage. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.